Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the pituitary cracked during the procedure. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual and optical examination did not identify tip crack, fracture, or deformation. Functional evaluation of instrument did not identify issue with respect to instrument function. After visual, optical, and functional evaluation, unable to confirm complaint. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): a review of the device history records is not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.